Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported unknown side deflation. The device remains implanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Reason for reoperation: deflation, exposure.

Event description:
Healthcare professional reported right side deflation, "periprosthetic fluid through the incision", "exposure", "chronic draining wound", and "spontaneous drainage". The device has been explanted.